Event description:
During a ventricular tachycardia procedure, while preparing for transseptal using an agilis nxt there was air when the sheath was aspirated. The agilis was exchanged for a new one and the procedure was successfully completed with no patient complications.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.